Event description:
It was reported that the ventilator during use, generated alarms indicates stop of ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts have been replaced. Provided ventilator logs were reviewed. The event log shows that on date of event (B)(6) 2022 an alarm for apnea was generated following by other alarms indicating a stop of ventilation; respiratory rate low, expiratory minute volume low and peep high. After approximately 3 minutes, the ventilator was set to standby by the user. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the event has not been determined.